Event description:
The customer reported that while trying to pace a pt, the screen went blank and they could not acquire pacing capture. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that while trying to pace a pt, the screen went blank and they could not acquire pacing capture. There was no negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.